Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. No exact value was provided. The caller wanted to know if anyone can go to the hospital and perform troubleshooting on the customer's insulin pump. Nothing further was reported.